Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. A physical inspection was performed and found the scope was missing a portion of the bending section rubber glue located at the distal end of the device. The missing bending section was not returned. The device failed the leak test. The device was repaired and returned to the user facility. The exact cause of the reported phenomenon could not be determined at this time. The instrument history of the device shows that the device was purchased on (B)(6) 2013 and was last serviced on june 4, 2015. In addition the endoscopy support specialist (ess) has been dispatched to the user facility to perform an in service and to review the user facility's reprocessing techniques. The instruction for use states, "do not twist or deform the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Do not bend, hit or twist the insertion section, control section, universal cord and video connector. The endoscope may be damaged and water leaks and/or breakage of internal parts like ccd cable can result." If additional information becomes available at a later time, this report will be supplemented.

Event description:
Olympus was informed that during an endobronchial tube placement procedure, the tip of the device broke off and fell inside the patient. The physician was unable to locate the tip. The patient was flushed and bronchoscopy was performed to retrieve the broken tip, but was not successful. No patient injury was reported. No further information was provided.